Event description:
This lead was explanted and replaced due to noise. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.